Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that the manufacturer's representative reached out to the patient during the week of (B)(6) 2014. The patient was implanted on (B)(6) 2014 and spoke to the manufacturer's representative about issues with the implanted device. The representative walked the patient through turning the stimulation down to 0 and turning the stimulation up until the patient was comfortable. The patient was not feeling stimulation after the procedure and the manufacturer's representative believed the patient increased the stimulation up too high which caused the pain and discomfort. The manufacturer's representative told the patient symptom reduction was more important than feeling stimulation and the sensation would fade over time. As far as the manufacturer's representative was aware, the patient was doing well. Since calling the patient, the manufacturer's representative had not heard from either the patient or the physician's office.

Event description:
It was reported the patient was implanted the week before reported event date. Ever since implant she has jolting pain in her rectum or around her vagina. The patient lowered the stimulation and now it was not helping her urgency, frequency symptoms very much. The night before reported event date she was up 3 times. It was noted where they set it after the implant, she could go 5-6 hours but it's" just too darned painful." She did not have a follow-up appointment with the doctor and doesn't go back until (B)(6). The patient reports never having therapeutic effect and a shocking or jolting sensation. It hurts so bad she can't put on her shoes or bend down, the night before reported event date she was kneeling with left knee, when she came up she just about crashed down, even sitting down on the bed was painful for her. The patient had turned stimulation down. Prior to implant she was getting up ¿6-4-6¿ times per night. She has tried all the programs in her patient programmer and they all were uncomfortable for her. She was writing down how they work for her. The patient asked if program 1 was more intense than the others. It was reviewed with the patient that all patient¿s experiences were different and since she was implanted just one week ago, she may still be in the healing stage. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2014, product type: programmer, patient; product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).